Event description:
Procedure: left cia stent to treat total occlusion. The v12 balloon did not deflate fully. This caused it to become wedged in the 7fr terumo sheath and the entire unit needed to be removed causing a much larger hole in the puncture site than planned.

Manufacturer narrative:
Awaiting the return of the device for evaluation. A device history record review was performed and the device was found to have met all internal specifications without any deviations.